Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event. Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found a defective main printed circuit board assembly (pcba). The fsr replaced the main pcba and completed performance testing. The carefusion failure analysis laboratory received the suspect component, a vela pcba, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a failed transducer. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "transducer fault." There was no patient involvement associated with the reported issue.